Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump had blank display. The caller also reported that the insulin pump was giving too much insulin or was not giving any insulin. The caller stated that the blood glucose reached 500 mg/dl. The caller reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer's blood glucose was 228 mg/dl at the time of call. The caller stated that the customer was throwing up. The caller stated that the customer was given insulin to treat the blood glucose. The caller stated that the customer was off the insulin pump for greater than 48 hours at the time of hospitalization. The caller does not recall any significant events leading to anomaly. The caller stated that the display did not return after troubleshooting. The insulin pump will be returned for analysis.